Event description:
It was reported that while dissecting the esophagus during a robotic laparoscopic hiatal hernia procedure, there was a request to exchange the monopolar curved shears for a large needle driver. When touching the blue tabs to remove the monopolar curved shears from the patient, one of the tabs fell to the floor. The monopolar curved shears was removed and replaced to resolve the issue. No components fell into the patient. There was no patient injury.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported monopolar curved shears. One image was received for evaluation. The image depicted the housing of a monopolar curved shears. Both of the blue tab were present on the housing. The serial number shown matched what was reported. Further evaluation of the reported monopolar curved shears is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in the final vigilance report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.